Manufacturer narrative:
Device evaluated by manufacturer? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that patient was having pain due to vns surgery and this pain has been occurring since time of implant. Patient has made multiple trips to ER and was told there is an infection at the lead and generator site. At time of implant patient was told he had dissolvable stitches but per the emergency department staff he has non-dissolvable at implant site. Further information was received that patient is having surgery to have stitches removed and to establish extent of infection at lead and generator site, however no known surgery has occurred to date a review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that patient¿s generator was explanted due to infection. Patient is still being given antibiotics to clear infection. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received the that patient¿s infection was due to surgeon error. Operative notes from patient explant due to infection were received detailing the extent of patient infection at both neck and chest site. There was redness and drainage along with patient also having a fever and influenza. Once explant complete wound was irrigated with antibiotic irrigation and vancomycin powder was placed in the left side of neck as well as in the chest wound area. No additional relevant information has been received to date.